Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Added most likely underlying root cause onto case. Supplier not able to conduct investigation; lot # not provided. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail for the trueplus single-use insulin syringes. Customer stated in his e-mail that when he begins to administer his medication the syringes were splitting open close to the bottom of the syringe where the needle is. Customer also stated that some of the syringes have half of the number printed and that some have the caps off and are at the bottom of the sealed bag. No symptoms and no medical attention associated with the use of the product was reported. E-mail response was sent to customer requesting contact information.